Manufacturer narrative:
Additional information received, identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.

Event description:
Tip of screw portion broke off. Dr. Parcel determined that it was safer to patient to leave it implanted in the bone. Backup device was used. No delay to procedure, device is being returned.